Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that these types of events can occur. Under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."

Event description:
Patient underwent a left hip revision approximately 1 year post-implantation due to pain and loosening of the acetabular component. Revision operative report indicated milky and purulent fluid within the joint and synovial lining present between the acetabular cup and the bone. The acetabular cup, liner and femoral head were removed and replaced.